Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient passed away on (B)(6) 2012. He stated that the patient was found unresponsive in her home, and that the cause of death is not known at this time. The reporter stated that it is unknown if the patient's death may have been diabetes related, or if her death may have been related to the many medications that the patient was taking. The reporter stated that the (B)(4) was in possession of the pump. Animas has attempted to obtain further information from the (B)(4) without success. A follow up report will be sent if additional information is received. This complaint is being reported because the patient was reportedly using insulin pump therapy at the time of death, and the cause of death is currently unknown.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).